Event description:
The customer reported that when powered up, the unit emitted smoke.

Manufacturer narrative:
The customer reported that when the unit was powered up, it emitted smoke. A philips representative evaluated the unit, and determined that the power supply had failed. Since this unit has been out of its support life since 12/31/2006, the unit can not be repaired.